Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h10. The sureform 60 green reload was not received for failure analysis investigation. Intuitive has received the sureform 60 stapler instrument associated with this complaint and failure analysis investigations did not replicate nor confirm the reported event. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a green 60 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of the logs was unable to verify any failures. The instrument was fully functional. The instrument was found to have lodged staples in the I-beam assembly. There was no visible damage to the instrument. The I-beam assembly was extended, and a staple was found to be lodged inside.

Manufacturer narrative:
The sureform 60 stapler instrument nor any reloads have been received at this time. There were two sureform 60 stapler instruments used during the procedure. The first sureform 60 stapler instrument was installed on the system seven times and successfully fired seven stapler reloads (2 white, followed by 5 green). On each install, all clamps were successful, and the firings were each completed with no pauses for compression. Next, the log shows that the sureform 60 stapler instrument was installed on the system three times and successfully fired three stapler reloads (1 green, 1 white, 1 green, in that order). On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The customer was contacted and provided additional information on this event. They did not remember this event completely, but thought this event occurred on the fifth fire with the stapler and involved a blue reload. However, the stapler logs for this event indicate that the stapler was fired a total of seven times, and its last fire was a green reload. The customer specified that after this event occurred, the stapler was replaced with another. Based on the information obtained at this time, evidence suggests that this event occurred with a green reload. The customer confirmed the event details (event date, surgeon name, procedure name) of this event. A review of an image provided by the customer shows visualization of two graspers and a stapler instrument in the surgical field. The tissue located in the center of the image shows pooled blood; however, it is unclear whether the bleeding is actively occurring or had already resolved at the time the image was taken. Due to the quality of the image, the integrity of the staple formation could not be assessed. However, the event as described was consistent with a tissue pushout.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis procedure; after firing a sureform 60 stapler instrument with a sureform 60 green reload, the unspecified tissue became scrunched in a "purse-string" manner and was not transected as intended. The surgeon was separating tissue at the time the event occurred. Prior to the event, the stapler instrument had been successfully fired five times with no clamping issues, or error messages generated by the system. The event resulted in approximately 50 ml of unexpected bleeding, which was resolved by redoing the staple line using a backup sureform 60 stapler instrument and an unspecified stapler reload. No additional tissue removal was required, and the procedure was successfully completed robotically without further complications. The cause of the event remains unknown, as the surgeon reported no clamping issues and did not encounter any obstructions, such as clips, staples, or other hard materials, between the stapler jaws. On postoperative day 1, the patient required a reoperation due to bleeding; however, the customer could not confirm whether this was related to the reported stapler event. The patient¿s current status is unknown.